Event description:
The customer reported that the 840 ventilator had blank display. No patient involvement. The covidien customer support engineer (cse) inspected the device and replaced the power supply. The ventilator passed all testing.